Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. It was also noted that the implantable pulse generator (ipg) became exposed on the surface of the skin. The entire ipg system was removed. No further patient complications have been reported as a result of this event.